Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement as it exhibited high pacing thresholds. No additional adverse patient effects were reported.